Event description:
It was reported that the implant was removed due to peri-implantitis. Tooth site #24.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) numbers: k011028, k013227.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative DHR review was completed for the subject lot number 63148715. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 63148715 for similar events and one other complaint was identified (B)(4). Review completed utilizing keywords: ¿peri-implantitis.

Event description:
No further event information is available at the time of this report.